Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch mini lancer lancing device had developed a cocking control issue. The complaint was classified based on customer care advocate (cca) documentation since the patient could not be contacted, despite numerous attempts, to obtain additional information. The patient reported that the cocking control issue started ¿2 weeks¿ before the alert date of (B)(6) 2015. It is not known how the patient manages their diabetes, nor whether they made any changes to their diabetes management routine as a result of the issue. 5 days after the product issue first occurred, the patient developed the symptoms of ¿dry mouth¿ and was using the ¿bathroom a lot¿. It is not known whether the patient associated these symptoms with a high or low blood sugar excursion. In response to these symptoms the patient received treatment from a healthcare professional (hcp) in the emergency room (e.r). The specific treatment which the hcp provided is unknown. It is not known if the patient was able to test their blood glucose when they felt symptomatic or when they were in the e.r. At the time of troubleshooting, the cca noted there was no misuse of the device, and the issue could not be resolved. The patient¿s lancing device was requested for evaluation and a replacement product was sent to the patient. This complaint is being reported because it is not known whether the patient was able to test their blood glucose due to the lancing device issue. This led to them suffering symptoms which are suggestive of serious injury which led to them requiring treatment from a hcp in the e.r after the alleged product issue began.